Manufacturer narrative:
This report is filed january 19th, 2015.

Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the patient lost connection with the internal device and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. The device has not been made available as of the date of this report, september 14, 2014.